Event description:
It was reported that during pre-surgery, it was observed that the attachment device would not work. There were no delays to a planned surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The evaluation has been corrected. See corrected evaluation. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn and loose, which caused the device to fail for vibration. It was determined that this created a situation where the cutter was not able to be inserted, thus the device was not able to function. Therefore, the reported was confirmed. The assignable root cause was determined to be worn and damaged bearings that were no longer in axial alignment from normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, it was observed that the device had vibration. The assignable root cause was determined to be due to worn bearings from normal wear and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.